Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer¿s mother reported via phone call that the insulin pump had an unspecified insulin pump error. The customer's blood glucose level was 340 mg/dl at the time of the incident and was treated with injection. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was not calling back to perform a high-pressure test. The customer reported that they have a back-up plan available. The customer does not allege that the insulin pump was under delivering. The customer stated that the error started in december, and occurred again few days ago. Troubleshooting could not be performed as the customer did not had the date when it occurred. The device will be returned for analysis.